Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. From the size of the discrepant results, it was noted that poor sample quality could be a cause for this issue. The actions of the field service representative can only be viewed as preventative maintenance. A defective valve would have caused a larger discrepancy in the results and problems with the calibration.

Event description:
The customer received questionable results for ion selective electrode (ise) results on three patients. Of those, one patient had erroneous ise sodium (na) and ise potassium (k) results and the other two patients had erroneous ise na results. The customer had been having ongoing issues with ise na, ise k and ise chloride (cl) since (B)(6) 2013. All results are in mmol/l. Patient 1 had initial ise na results of 128 and initial ise k results of 4.1. These results were generated on ise module 1. The sample was repeated on ise module 2 and generated a na result of 136 and a k result of 4.6. The initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. Patient 2, a (B)(6) female, had initial ise na results of 131. These results were generated on ise module 1. The sample was repeated on ise module 2 and generated a result of 137. The initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. Patient 3, a (B)(6) male, had initial na results of 131. These results were generated on ise module 1. The sample was repeated on ise module 2 and generated a result of 137. The initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number of the na electrode in use was u19, with an expiration date of 12/31/2013. The lot number of the k electrode in use was c02, with an expiration date of 12/31/2013. The field service representative (fsr) found an issue with the diluent syringe solenoid valve. He replaced the valve and as preventative measure, he also replaced three additional valves. The customer performed calibration, which was acceptable. The fsr ran qc, which was within specification. He also performed precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.